Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was removed, but the lead remains implanted. The hcp said the ins was not functioning properly, so the patient chose to remove it. The patient said that it was like a short and it would jolt them every once in a while. It would work and then it would jolt the patient. The patient reported the stimulation would stop, and then start sometimes. The patient said the hcp could not figure out what the issue was so the ins was removed. The patient said the ins was also removed because the battery died due to normal battery depletion. The patient said the ins got to the point where it was not working that well. The patient clarified that the therapy was not helping with his pain, so a drug pump was placed. No further complications were reported.